Event description:
On (B)(6) 2013, the reporter contacted animas for a separate issue and during troubleshooting, a review of the pump history revealed short battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the battery life issue caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: there was one replace battery alarm observed in the black box history. The voltage at the time of alarm was observed to not be low and there was no evidence of short battery life observed. The pump electrical current draws were tested and were observed to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.